Manufacturer narrative:
This device is used for treatment not diagnosis.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Pending evaluation. Engineering evaluation noted that the revision reported was likely the result of infection, which is addressed in the product labeling under general surgical risks.

Event description:
Index surgery: (B)(6) 2015. Revision of knee component due to infection. This event occurred outside of the us, in france, and was discovered as part of active surveillance.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Pending evaluation.

Event description:
Index surgery: (B)(6) 2015. Revision of knee component due to infection. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.